Event description:
It was reported that when the patient was transferred from surgery to the ICU, the pump began to register low battery alarms. Upon arrival to the ICU, the pump was plugged into a/c but the alarms continued. Due to this, the pump was exchanged. There were no patient complications.